Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that suspected externalized conductors were observed. Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized. The physician elected to replace the lead.